Event description:
It was reported that: "(B)(6) 2025, the doctor found cuff leakage when doing testing before using on patient. Change new tube. It did not affect the progress of the surgery."

Manufacturer narrative:
(B)(4). The reported complaint of cuff leakage was confirmed based upon the investigation of the sample received. The customer returned an actual sample for investigation. Based on the functional inspection conducted on the returned complaint, leakage was noted on the tracheal cuff. Further visual inspection under keyence digital microscope, a localized tear was observed on the cuff surface. Hence, the complaint of leakage was confirmed and attributed to a tear on the cuff. A device history record review was performed, and no relevant findings were identified. The root cause of the defect remains undetermined at this stage. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "(B)(6) 2025, the doctor found cuff leakage when doing testing before using on patient. Change new tube. It did not affect the progress of the surgery."

Manufacturer narrative:
(B)(4).